Event description:
It was reported that pt presented with acute onset of pain. X-rays showed separation of the femoral component from the offset. During surgery, it was noted that the offset had fractured at the juncture of the femur.